Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot - null. Device history batch null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "cementless fixation in 2-stage reimplantation for periprosthetic sepsis" written by thomas k. Fehring, md, thomas f. Calton, md, and william l. Griffin, md published by the journal of arthroplasty vol. 14 no. 2 1999 was reviewed. The article's purpose is to report on a consecutive series of patients who underwent 2-stage reconstruction for sepsis with cementless implants specifically without antibiotic cement. Data was compiled from 25 patients who were implanted with depuy stems. The article focuses on stems and does not identify acetabular and bearing surfaces. Each patient is captured individually on linked complaints with identified stems. Each patient had removal of all implants, resection arthroplasty, antibiotic impregnated beads implanted, six weeks of intravenous antibiotics, and then reimplantation 6-8 weeks post resection. This complaint captures patient #13 born 1/14/17 and implanted with srom stem and 2 months between surgeries who received revision due to infection.